Event description:
The doctor stated that during the placement of the bone screw, she did not realize that she had placed the screw into the mandible bone much higher than is desirable and seated the screw between the central incisor tooth roots. She believed this may have contributed to the complaints the patient is having of pain from the lower teeth to tip of the tongue when biting into food, as well as constant tingling in the tip of the tongue. The doctor is not sure what role the suture itself is playing in potential nerve irritation, but if the pain continues, she will consider removing the suspension suture and leaving the screw in place to see if this will improve the patient's condition.

Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter despite attempts to obtain the required information. A review of the manufacturing records was not possible as the identifying lot number was not provided by the reporter. The product was being used for treatment, not diagnosis. The first day of (B)(6) 2010 was documented as the event date and exact date was not provided by the reporter. The surgeon has not removed the screw, and is monitoring the patient. At the time of this report, the patient's symptoms have subsided.